Manufacturer narrative:
Sections with additional information as of 23-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure the replacement products resolved the initial concern, able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with test results obtained of hi. The customer¿s expected fasting blood glucose test result range is 150 mg/dl. Customer was not using the proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 405 using truemetrix meter; customer's expected result is under 160 mg/dl non-fasting. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/23/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: (B)(6).